Event description:
According to the reporter, after the end of dialysis, it was observed that the venous luer connector was broken (cracked) and leaking during closure. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. There was no excessive force used on the device. Flushing was done and the result was not normal. Iodophor was the cleaning agent used on the device. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. There was no instrument used to loosen or tighten the device. Tego was not utilized. The insertion site was not treated prior to product placement. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the catheter was repaired by replacement of the temporary catheter connector of a domestic brand. There was no repair kit used. The procedure was completed after the remedial action was done. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. There appeared to be no other abnormalities with the device. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.